Event description:
Customer reports the compact system produced an undosed result (customer did not recall what the result was). No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.